Event description:
It was reported that a pt underwent a face lift (rhytidectomy) procedure on (B)(6) 2010 and a 10 fr drain was placed. The drain was not draining and the pt developed an advanced hematoma on the face. The surgeon opines that the drain is too soft, therefore, the drain gets flat and loses its functionality.

Manufacturer narrative:
(B)(4) - poor wound drainage. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01415. The same pt is represented in each medwatch.